Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, pacing impedance measurements on the right ventricular (rv) lead were less than 200 ohms. It was noted the pacing impedance measurements gradually decreased since implant. Oversensing of signals was noted on the rv lead and competitor right atrial (ra) lead. The physician attempted to recreate the signals, but was unsuccessful. As damage to the ra and rv leads was suspected, a revision procedure was scheduled. The rv lead was explanted. No additional adverse patient effects were reported.